Event description:
It was reported that the patient underwent explant of the intraocular lens (iol) due to an incorrect power (diopter size) for the patient. A larger diopter size lens was implanted in a secondary procedure. No further information was provided.

Manufacturer narrative:
Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No quantity discrepancy was found. No deviations or non-conformances (ncr) were generated during manufacturing. Based on the documents reviewed, there is no deviation or any non-conformity throughout the process. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.